Event description:
The surgeon inserted a plate collamer lens model cc4204bf. The lens tore during insertion and the cause of the lens damage was unknown. The lens was inserted and removed without patient injury. The contact stated the lens was lost and will not be returned.